Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the ech60l had nothing happen on the 4th fire (also happened on the 5th & 6th fire) and battery went dead (blue reload). Surgeon rotated battery 180 degrees to fix and complete procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4: batch # 129c30. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: on each fire did the issue happen when the firing trigger was initial pressed, or did it happen mid firing? On the 4,5,6th fire of the case the initial pressing of the firing button the blade did not advance. Surgeon rotated the battery 180 degrees to reset. Once the reset was completed pulse firing sequence was completed no issue. The first three pulse fires in the case was completed with no issue. Was there a pulsing firing or continuous firing method used? Pulse firing. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During analysis, it was found that the right articulation buttons were a little difficult to press. Right home button was loose in its housing. All right buttons could still function. In order to verify the condition of the internal components, the device was disassembled, there was damage to conformal coating from the edges of the shroud in the area around the right articulation buttons. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result, the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformances were identified.